Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a company representative and forwarded by our local affiliate (B)(4). This case involves a female patient (age nos) who received poly-l-lactic acid therapy sometime in (B)(6) 2007. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed visual bumps. The reporter stated that he was unwilling to do any further treatments until the lumps subsided, as the lumps may still continue to come up. The physician also reported that it appeared as if the poly-l-lactic acid had been put in very superficially in the cheek and lip area. Corrective treatment, if any, was not reported. At the time of this report, the event remains ongoing. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assessment: not provided. Additional information received on 17-sep-2008: the physician reported that he had no idea other than "the obvious lumps" where the product was injected. The patient went to the reporter looking for further poly-l-lactic acid treatment which the reporter declined to carry out, as the lumps on her face were "quite obvious" and her treatment had only been carried on in (B)(6) 2007. Event outcome is unknown. No further details are expected. Additional information received on 20-oct-2008: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Addendum for follow-up information received on 18-dec-2008: the patient reported that she had been left with some "very noticeable" bumps and she cannot have them rectified by the technician as he is no longer working with poly-l-lactic acid. Her physician would not give her any further poly-l-lactic acid treatments because of the bumps, fearing it may make the bumps worse. No further details are expected. Addendum for follow-up information received on 30-mar-2009: per our affiliate, no further information is available, as the patient did not provide consent to contact her health care provider.